Event description:
It was reported the patient had a mrsa infection in 2010 so they were trying to avoid multiple "sticks".

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).